Event description:
Per the clinic, the patient experienced a recurring cellulitis at implant site and was treated with intravenous antibiotics (duration not reported). Subsequently, the device was explanted on (B)(6) 2023 and the patient was treated with oral antibiotics post-operatively (duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.